Event description:
The customer reported a generator error message displayed at boot up. A generator error message will result in a shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.